Event description:
A caller reported a discrepancy between the displayed and actual time on their device, with the difference exceeding five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump's time and advised them to monitor the situation, suggesting follow-up if the issue recurred. The caller understood and acknowledged the guidance provided.